Manufacturer narrative:
(B)(4). The reported complaint of "blood in helium pathway" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c omplaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "after the catheter inserted, it was found that blood in helium pathway. The doctor carefully adjusted the position of the catheter to ensure the smooth progress of the surgery". Additional information states that the iab catheter was not removed and remained in place after repositioning. The patient's current condition is reported as "fine".

Event description:
It was reported "after the catheter inserted, it was found that blood in helium pathway. The doctor carefully adjusted the position of the catheter to ensure the smooth progress of the surgery". Additional information states that the iab catheter was not removed and remained in place after repositioning. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).